Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on the insulin pump. The customer did not observe any visible damage on the insulin pump. Customer's blood glucose was 201 mg/dl. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, and a broken belt clip slot.